Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire distal end was noted to be kinked/bent and broken/fractured. The core wire distal end was observed through the distal tip dome. The guidewire ptfe polytetrafluoroethylene coating was noted to be damaged functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire friction could not be replicated; however, the analysis results are consistent with the reported event. The reported guidewire distal tip damaged was confirmed. The device failed to meet specification when returned for analysis. It was reported that the operator used synchro2 guidewire to build access and the patient's vessel was very tortuous and the guidewire was not able to go through the vessel smoothly even after several tries. The operator withdrew it to check and found tip of it was damaged. So replaced it with another synchro2 to go through a catheter. The c4 was tortuous, and stenosis existed. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was severely tortuous. The wire torqued to overcome the resistance. Analysis of the returned device found the guidewire had been fractured and kinked, there was some damage noted to the proximal ptfe coating. It is probable that the guidewire experienced friction as a result of maneuvering it through the tortuous anatomy and was damaged and fractured as it was torqued to overcome resistance. As per the synchro IFU: " never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action" an assignable cause of procedural factors will be assigned to the reported guidewire friction and guidewire distal tip damaged and to the analyzed guidewire distal tip broken/fractured during use, and guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The damage noted to the guidewire ptfe coating is consistent with interaction with the torque device, which may have been under tightened. Therefore, an assignable cause of handling damage will be assigned to the analyzed guidewire ptfe coating peeling.

Event description:
Analysis of the returned device revealed that subject guidewire was broken/fractured during use and the ptfe polytetrafluoroethylene coating was peeling. There was no clinical consequence to the patient due to this event.